Event description:
The hcp reported the pt missed the pump refill appointment in 2003 and began to experience opioid withdrawal symptoms. Pt was admitted to the hosp and treated with IV opioids. They had the pump reprogrammed and refilled at the hcp's office. The withdrawal symptoms resolved and the pt recovered without sequela.